Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date the mesh was removed. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a urethrolysis + transobturator tap - obtryx + site-specific posterior vaginal repair + perineoplasty procedure performed on (B)(6) 2015 for the treatment of urinary incontinence, previous incontinence surgery, rectocele and perineocele. In an office visit on (B)(6) 2018 for revision surgery, the patient presented with pelvic pain. She had pain which was in the suprapubic area and in the vaginal area. It became most prominent after she had a transobturator sling performed in 2015. On physical examination, the sling was painful on palpation particularly in the right fornix of the vagina. The patient was also complaining of stress predominant mixed incontinence but was not seen on physical examination and urodynamic testing. She was highly bothered by her pain which extended up into the suprapubic region. It was suggested to remove the sling in its entirety. During the procedure, the end of the sling on the right was inside of the obturator foramen. Ultimately, the right half of the sling was excised in its entirety. Identical incisions were made on the left side and dissection was again done along the medial border of the obturator foramen. The end of the sling was identified from above and below and the sling was removed in its entirety. The patient tolerated the procedure well and was returned to the recovery room in stable condition. No complications reported.